Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm and an critical pump error with open book image alarm. The customer reported no adverse event. The event involved product(s) mmt-866a, mmt-332a, and mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-866a was requested, and the customer response was the device will be returned. Mmt-332a was requested, and the customer response was the device will be returned. Mmt-1884l was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was successfully downloaded using (thump software). P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). During download history review one-time occurrence of no delivery alarm was recorded on 03/06/2025 10:18:53.000. Pump error 63 alarm was also recorded on 03/06/2025 10:19:09.000 (adapt). File ID=2017 line ID=147. Per software engineering log it was determine that pump error 63 was caused by a problem with twi interface on main/motor processor. Pump error 63 was also recorded in main error log (adapt). File ID=2017 line ID=147. Isolate to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, all connectors were plugged in and no moisture damage noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion unit came in with critical pump error alarm triggered by pump error 63. Problem isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.